Manufacturer narrative:
The complaint received states that during a coil embolization procedure the orbit mini complex fill coil unraveled/stretched in the patient. There are no patient or lesion details available. During the procedure, two orbit rdfl complex fill coils ((B)(4)) were used very carefully and when attempting to push and pull back two or three (repositioning/withdrawal) times with the excelsior sl 10 microcatheter, the coils stretched. Therefore, other coils (same size-trufill) were used successfully through the same microcatheter to complete the procedure. Prior to the event axium coils were placed at the site. An adequate continuous flush was maintained through the mc at all times, and no resistance occurred when the coil was inserted in the microcatheter or at any other time. The microcatheter was not kinked, and no damages were noticed on the delivery system after the y connector was closed. Other than the reported event, no other damages were noticed with any other section of the devices, and the coil was still attached to the delivery systems. No further information was available. There was no report of injury for the patient. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damaged just residues of dry blood could be observed on it. Part of the support coil was received outside of the introducer the rest of it, gripper and embolic coil were received inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. The gripper and the embolic coil were inspected through the introducer under microscope. The gripper was found without damage and the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the microscopic analysis. The cause of the kink found on the device and the embolic coil condition (stretched) could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as per (B)(4) that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The complaints of unraveled/stretched were confirmed on analysis as well as kinks noted on the products. These damages were unrelated to the manufacturing process. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural and handling issues may have contributed to the confirmed failures. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00239 and 1058196-2011-00240.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00239 and 1058196-2011-00240. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15011057 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. The no other issues were noted that were considered potentially related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00239 and 1058196-2011-00240. Additional information will be submitted within 30 days upon receipt.

Event description:
During the procedure, two orbit rdfl complex fill coils (B)(4) were used very carefully and when attempting to push and pull back two or three (repositioning/withdrawal) times with the excelsior sl 10 microcatheter, the coils stretched. Therefore, other coils (same size-trufill) were used successfully through the same microcatheter to complete the procedure. Prior to the event axium coils were placed at the site. An adequate continuous flush was maintained through the mc at all times, and no resistance occurred when the coil was inserted in the microcatheter or at any other time. The microcatheter was not kinked, and no damages were noticed on the delivery system after the y connector was closed. Other than the reported event, no other damages were noticed with any other section of the devices, and the coil was still attached to the delivery systems. No further information was available.